Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during intraoperative, the pacing lead placement was attempted but the lead dislodged after placement and the physician decided to use a leadless pacemaker instead. No patient complications have been reported as a result of this event.